Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: according to the complaint report, the site had major difficulty with retrieving the filter. The imaging review confirms the filter hook abutting the anterior ivc wall ¿ although there was no significant tilt present in reference to the longitudinal axis of ivc. Given the location of the filter hook, a loop snare would not be able to engage the hook. It is noted that the filter was retrieved using a guidewire loop snare. Furthermore, the imaging review found perforation of ivc by all four primary filter legs at time of filter retrieval. No symptoms related to the perforations are mentioned in the complaint report. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 21.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 15.6 mm at the filter location. There was no evidence of filter deformation or migration. Filter tilt was 1.6 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on (B)(6) 2016 (two days post-procedure), revealed no evidence of filter fracture, embolization, or migration with filter tilt of 0 degrees. Analysis revealed no fracture, deformation, or embolization. Pt was discharged on (B)(6) 2016. On (B)(6) 2016 (138 days post-procedure), it was determined that the filter was no longer clinically needed. The patient was taking apixaban. There were filter legs appearing outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was used for filter retrieval and a gunther tulip retrieval set was used. Additionally, ¿glidewire used to snare between filter and wall below hook to attempt to detach hook from ivc wall¿. The site reported major difficulty retrieving the filter because the ¿hook embedded in vessel wall and unable to grasp.¿ the site has been queried to confirm that the filter was retrieved. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure, the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 21.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 15.6 mm at the filter location. There was no evidence of filter deformation or migration. Filter tilt was 1.6 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on (B)(6) 2016 (two days post-procedure), revealed no evidence of filter fracture, embolization, or migration with filter tilt of 0 degrees. Analysis revealed no fracture, deformation, or embolization. Pt was discharged on (B)(6) 2016. On (B)(6) 2016 (138 days post-procedure), it was determined that the filter was no longer clinically needed. The patient was taking apixaban. There were filter legs appearing outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was used for filter retrieval and a gunther tulip retrieval set was used. Additionally, ¿glidewire used to snare between filter and wall below hook to attempt to detach hook from ivc wall.¿ the site reported major difficulty retrieving the filter because the ¿hook embedded in vessel wall and unable to grasp.¿ the site has been queried to confirm that the filter was retrieved. Patient outcome: the patient remains in the study.